Event description:
Customer reported the IV set leaked during an infusion. The leak occurred from the silicone segment below the upper fitment. No pt harm or medical intervention required. Although requested, no additional pt or event information provided.

Manufacturer narrative:
(B)(4). The set has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.